Event description:
The consumer reported his wife received second degree burns from the heating pad while using the heating pad while sleeping. The instructions for proper use warn against using the heating pad while sleeping or in bed.